Event description:
A report was received that during a permanent implant procedure the physician noted an infection at the lead extension site. The symptom was purulent discharge at the site. The extensions were explanted and the paddle lead was left implanted. The patient was prescribed IV fkucloxacillin and augmentin an oral antibiotic. The physician does not know if the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25, serial # (b)(4,) description: scs phiii extension 25cm, model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the explanted devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.